Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: last basal delivery was on (B)(6) 2015. The reported date from (B)(6) 2014 is overwritten, all ¿cs162¿ are associated with empty non-primed pump, no evidence of loss of prime is observed. Returned battery cap and cartridge cap were used to complete the investigation. The battery compartment is cracked below the bumper pad. ¿ez-prime¿ steps were performed correctly, no ¿cs162¿ warning or any eaw occurred during the investigation, unable to duplicate ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.